Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests could not be performed due to keypad anomaly. No ramping numbers noted on the display. The device also had cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's father reported via phone call that the numbers on the screen kept scrolling during a bolus attempt. He stated that the up button was not working. The blood glucose at the time of the incident was 311 mg/dl. The father mentioned that on (B)(6) 2014 the customer experienced low blood glucose; the insulin pump was suspended for a hour and they could not bring it the blood glucose level up. Blood glucose reading is unknown. They treated with food and juice. The device was returned for analysis.